Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to remove the stone. The basket would not close and the basket tip could not be detached. The device was cut and removed from the scope. The procedure was completed the following day using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (Tip won't detach). (Won't close). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination found that only the basket and part of the pull wire were returned for evaluation. The pull wire was broken approximately 49.5 centimeters proximal to the crimp sleeve. The basket wires were found to be bent and deformed in multiple places. Additionally, the tip was attached to all four basket wires. The condition of the returned unit was consistent with the complaint incident that the basket tip failed to detach. The basket tip is designed to detach when a stone cannot be crushed. The directions for use (dfu) recommend that an alliance ii handle or a sohendra device be used to assist with stone fragmentation. However, the user indicated that no such attempts were made. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to remove the stone. The basket would not close and the basket tip could not be detached. The device was cut and removed from the scope. The procedure was completed the following day using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.